Event description:
Pt was revised to address instability with a significant flexion contracture. The femur was internally rotated.

Manufacturer narrative:
No product was returned for examination. Product info required to search the complaint database was not provided. The investigation was limited to the provided info and no conclusions could be drawn about the reported instability. Provided info stated device rotation was a contributing factor and the product was not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.